Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) and consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug, believed to be either morphine or fentanyl, for non-malignant pain. It was reported that at the last pump refill, the healthcare professional (hcp) ¿put the medicine in too quick and blew out the septum¿. The patient's pump had to be replaced on an unknown date. Follow-up was conducted with the nurse who performed the refill, the nurse was unaware of any complications happening during the refill. The nurse was also unaware of any replacement surgical procedures involving this patient. No symptoms were reported. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.